Manufacturer narrative:
N/a.

Event description:
Limited information was provided about an event in the (B)(6) that reportedly involved a prismaflex m100 set with a broken male luer lock connector on the effluent line. The patient did not have a serious injury or require medical intervention and no blood loss was reported.